Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. An inflation attempt was made and a leak was noted, identifying a partial break at the butt joint between the balloon and catheter shaft. Therefore, the investigation was confirmed for the reported leak, as well as for a break at the butt joint. The break at the glue butt joint resulted in the identified leak. However, the definitive root cause for the partial break could not be determined based upon available information. It was unknown whether procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: if resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation.

Event description:
It was reported that during an angioplasty procedure, the pta balloon catheter allegedly would not fully inflate during the first inflation. The health care provider removed the balloon catheter from the patient and made another inflation attempt outside of the body which allegedly identified a leak at the proximal catheter-balloon butt joint. There was no reported patient injury.